Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device and venoarterial extracorporeal membrane oxygenation for mechanical circulatory support. It was reported while on impella cp support, the patient experienced episodes of ventricular tachycardia that required defibrillation to resolve. The impella was repositioned and pulled back, and the patient's medications were adjusted to address the arrhythmia. The following day it was reported the patient continued to be in ventricular tachycardia and asystole, and it was reported there was no native heart function while the patient was on impella and venoarterial extracorporeal membrane oxygenation. It was reported that the patient was taken to the catheterization lab for escalation to an impella 5.5 and a right ventricular assist device implantation, but the procedure was cancelled when the patient was found to have a severe aortic dissection that extended all the way to the iliac. The family decided against treatment of the patient, and withdrew care. It was noted that the patient expired while on impella cp support. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation of vf/vt/af/at and vascular damage - great vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B1 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2024-16655. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-16655 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-16655 in accordance with updated procedures. H1 was erroneously selected on the initial manufacturer device report number 1220648-2024-16655. H6 health effect - impact code 1802 inadvertently omitted on the initial manufacturer device report number 1220648-2024-16655.